Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a revision knee procedure of competitor product, the trial bearing broke during trialing. A larger size was used with no issue. There was no consequences or impact to the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned device found signs of repeated use and is fractured. The DHR was reviewed and no discrepancies relevant to the reported event were found. Device has a potential field age of 4 years and shows signs of repeated use. The root cause of the reported event is attributed to wear and tear. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.